Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer had two sensors which were not working for her. Customer stated that, the site is actively bleeding. The customer treated high blood glucose with the bolus and declined troubleshooting for it. Customer disconnected and reconnected the transmitter and stated she got the same issue and removed it. The device will not be returned for analysis.